Event description:
A surgeon reported a patient with grade 2 diffuse lamellar keratitis (dlk) following an enhancement procedure and was treated with topical corticosteroids. Additional information provided indicates both eyes were affected. This report is for the left eye, the right eye is being reported under manufacturer report# 1061857-2008-00017. The latest information indicates the outcome of the event and the prognosis of the patient are poor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.